Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the customer reported issue of ¿the flow rate accuracy might vary by around 10%¿ was confirmed. The root cause was an anomaly in the expulsor. The expulsor was re-adjusted and calibrated, and the device passed all functional tests after the repairs. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the flow rate accuracy might vary by around 10%. The event occurred during patient use at the facility. There was patient involvement and no patient harm reported.